Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported leak. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional information was received: the leaking of saline from the copilot bleedback control valve (bbcv) seal had occurred during aspiration, after connection of the copilot to an unspecified guiding catheter and after placement of that system in the patient. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation for a procedure to treat a 75% stenosed, concentric, non-calcified 15mm-long lesion in the mildly tortuous 2.5mm diameter distal right coronary artery (rca), saline was observed to be leaking from a copilot bleedback control valve (bbcv). A new copilot bbcv was unpackaged, prepped, and used successfully in completing the procedure. There were no adverse patient effects and no report of a clinically significant delay. No additional information was provided.